Manufacturer narrative:
Clinical review: there is a temporal association between pd therapy on the liberty select cycler with cycler set and the event of peritonitis. However, there is no documentation to show a causal relationship between the liberty select cycler with cycler set and the adverse event. Additionally, there is no allegation of a machine malfunction reported for this event. It is unknown if the patient practices proper aseptic technique. The liberty select cycler with cycler set has been disassociated from this event as there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient was hospitalized for peritonitis. Discharge summary has been requested. The patient has a past medical history significant for diabetes mellitus and hypertension. The concomitant medication include metoprolol 2mg twice a day. Pdrn, the outcome reported event is unknown